Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 138 hours of extended bench testing at the customer's settings. The device failed t.s final test for a slight non-conformance with measured vti at tidal volume and flow test 4. This slight non-conformance would not result in a failure to ventilate properly. As a precaution, the service technician replaced the turbine assembly. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 shut down without warning while connected to a patient. The patient was removed from the ventilator and switched to another ventilator without incident. The customer confirmed that there was no patient harm associated with the reported event.